Event description:
A report was received that during the removal procedure of the patient's trial leads, the lead incision site squirted blood. The physician was able to stabilize the patient. An MRI confirmed a hematoma at the lead incision site. The physician removed the leads and the incision site was treated with cautery. The patient is reportedly doing well.